Event description:
It was reported that ventilation failed while the ventilator was ventilating a patient. The patient could no longer be adequately ventilated. The inspirations aborted and could not be completed. The changing of the hoses or the settings did not help. The ventilator was replaced with another one. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of findings of our field service engineer (fse) and an evaluation of the ventilator¿s logs. The ventilator was examined after the event, and it was found without issues. The pre-use check was successful. The logs were downloaded, and it was put back in service. The logs show the ventilation lasted about 2½ days and it was done in six ventilation periods. Common in the ventilation periods are alarms that indicate leakage. After the fourth the user performed a ¿patient circuit test¿, and it was successful where after the 5th ventilation period was started. This period lasted 50 minutes and this is the very likely period being referred to in this complaint. There are alarms that include ¿expiratory minute volume low¿, ¿pressure delivery restricted¿, ¿peep low¿ which all together indicate leakage and consequently implying inadequate ventilation. Again, a successful ¿patient circuit test¿ was done and ventilation was resumed with replaced hoses as reported in another mode of ventilation. There are no technical error codes at any time to indicate a ventilator malfunction. The conclusion in the matter is that inadequate ventilation was experienced but was dependent on leakage and not due to a ventilator malfunction. The hospital rightly performed the ¿patient circuit tests¿ that were successful thus indicating a tight system without a patient but failed to contain leakage during ventilation. The true point of leakage has not been determined.